Event description:
It was reported that insulation damage was noted on the right atrial (ra) lead. The lead switched to unipolar due to low impedance. Thresholds were not able to be measured due to noise. The patient was no longer receiving synchronized pacing. The lead was reprogrammed and is out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.